Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-feb-12. The rep did not know when the lead revision would occur but the lead would be returned for analysis. The information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) with a medical history that includes having a left sided stroke with subsequent seizures and memory loss. The patient was being seen after having their device pulled out of an overdischarge and having a subsequent reprogramming. Environmental/external/patient factors that may have led to the issue was due to the patient falling twice with subsequent black outs. The patient has poor memory and thought their device was charged. There was a loss of coverage/coverage was not good. An impedance check found that electrode 6 and 7 were greater than 10,000 ohms. An x-ray showed that the lead have migrated more left and there is little/no right sided coverage. There is a planned lead revision in (B)(6) sometime. The issue is not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4) 2019. A revision has not been scheduled or occurred. There is no surgery planned at this time. They do not know the patient¿s weight at the time of the event. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's battery was overdischarged do to noncompliance and continual falls related to seizures from a preexisting condition causing leads to become fractured. The patient impedances were checked and the battery locate tool was used on the patient's recharger. The patient has talked to the medical doctor about their leads and possible revision. No further complications were reported. No additional patient symptoms were reported. (B)(6): additional information was reported that the patient's battery was overdischarged do to noncompliance and continual falls related to seizures from a preexisting condition. The patient impedances were checked and the battery locate tool was used on the patient's recharger. The patient has talked to the medical doctor about their leads and possible revision. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4). Implanted: (B)(6) 2016, product type: lead' product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicated that this event is not a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6)2018. The rep stated that a lead revision did not occur. The case was cancelled because they were able to get coverage with a different lead. They will not replace anytime soon unless the other lead has impedances issues. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's battery was overdischarged due to noncompliance and continual falls related to seizures from a preexisting condition. The patient impedances were checked and the battery locate tool was used on the patient's recharger. The patient has talked to the medical doctor about their leads and possible revision. No further complications were reported. No additional patient symptoms were reported.